Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation. During the beginning of (B)(6), the patient reported obtaining a reading of "371 mg/dl" compared to "280 mg/dl" on an unknown onetouch meter, obtained within 30 minutes of each other. Based on statistical methodology the calculated difference between these readings exceeds the expected value of (B)(4). The patient reported using apidra insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported self bolusing insulin based on the high reading of 4 units on (B)(6) 2012 at 7:35 am. The patient denied developing any symptoms due to the alleged issue. The patient did not report receiving any further medical intervention due to the alleged issue. During the time of troubleshooting, the cca determined that the subject meter was in the correct unit of measurement at the time of testing. The cca noted that the patient was using an approved sample site for collection of the blood samples. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggesting that an acute complication of diabetes occurred. However this complaint is being reported because the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs's criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.